Event description:
The customer reported that he had low blood glucose and the paramedics were called to his home. The caller stated that they removed the battery from the insulin pump, and his settings were cleared. Then the customer called back and stated that he was hospitalized and wants to be sure that his insulin pump is set up correctly. Reviewed the settings and found that the bolus wizard was correct, but assisted the customer changing the basal rates. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.